Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. An x-ray was performed, and it was discovered that the lead was pulled back. The lead was explanted and replaced. The patient was in stable condition.